Event description:
It was reported the patient no longer had stimulation. A replacement charger was not able to establish communication with the patient's ipg. It was reported surgical intervention is possible. The patient was working closely with his physician for the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.